Event description:
It was reported that during the implant procedure, lead insertion into the atrial connector of the pulse generator was difficult. Silicone oil was used to insert the lead into the connector and the device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.